Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the stent segments, at the proximal end and towards its mid-section. The segments of the struts in both cases were slightly raised outwards distally from the balloon. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no sign of any damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks across the length of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left circumflex artery. A 3.00mmx38mm promus element¿ plus drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. The procedure was completed using 24mm and 18mm non-bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.